Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #4 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's a function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the (B)(4) drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad which was not working. It was also reported there was no patient involvement.